Event description:
It was reported that a spectrum pump had a blue soft key under the help key that did not work. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "blue soft key under help does not work". Evaluation found that all of the keys on the keypad worked intermittently, caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.